Event description:
The pump was returned to animas. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the load step was unable to be completed due to a "no cartridge detected" alarm occurring. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found within the force sensor assembly. Unrelated to the issue, the keypad was found to be torn at the up, down, and contrast buttons but all keypad buttons remained functional; contamination was found under the button contacts. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). Correction # 2531779-03/24/2010-003-r.